Event description:
Date of event unk. Customer reported set split at or below pumping segment during use in CT scan with power injector. No pt harm reported and no pt details are available. Informed user this is known failure mode; set is not approved or intended for use with power injector as this will cause pressures higher than set is designed for. Suggested alternative power injector compatible options.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.